Event description:
It was reported the customer was hospitalized for high blood glucose. It was found the customer was hospitalized on (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. The nurse also believed the insulin pump was not delivering enough insulin to the customer's body. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.